Manufacturer narrative:
The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop eye irritation. The patient was prescribed opthalmic drops treatment in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation.. An internal visual inspection was completed by the manufacturer . The manufacturer found evidence of dark insect contamination in all grooves of all four enclosure pieces, dust contamination, keratin-like contamination in the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with dark insect contamination in all grooves of all four enclosure pieces, dust contamination, keratin-like contamination in the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,h1,d9,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop eye irritation. The patient was prescribed opthalmic drops treatment in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.